Event description:
The customer obtained discordant results from a single patient sample that were associated with the incorrect sample identification number and patient demographics while using their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were reported from the laboratory, and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an alternate patient sample identification number and demographics. The root cause of this event is user error. The engen laboratory automation system was operating as intended. As per device labeling, the user is instructed to remove all samples from the centrifuge following a shutdown of the centrifuge module or the entire track system. The engen system posted a cross check failure message to alert the operator of the mismatched sample ID, as designed.